Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
Received info regarding a cartridge alarm 19. Customer was unsure if the alarm occurred during basal or bolus delivery, but it did not occur during the load process. Customer's blood glucose level was elevated (approx 179 mg/dl); however, customer was able to load a new cartridge successfully and administer a correction bolus. Customer reported that blood glucose level was fine (130 mg/dl) during time of call.